Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes are overfilling. There was no report of impact to patient or user. The following information was provided by the initial reporter. The customer stated: customer problem: customer states the bd vacutainer citrate tubes from lot 3194697, exp. 2024/01/31 (cat# 363080) are overfilling. They said that this impacts the anticoagulant / blood ratio and specimens need to be recollected.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for overfill with the incident lot was not observed. The blood meniscus is visible under the bottom edge of the closure. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes are overfilling. There was no report of impact to patient or user. The following information was provided by the initial reporter. The customer stated: customer problem: customer states the bd vacutainer citrate tubes from lot 3194697, exp. 2024/01/31 (cat# 363080) are overfilling. They said that this impacts the anticoagulant / blood ratio and specimens need to be recollected.